Event description:
Pt called to notify us that her cadd legacy device was malfunctioning. She had just prepared a mix, and was preparing her pump. When she noticed it was saying "service required - 5230." (B)(4). Pt was not connected to the malfunctioning pump. Pt has a functioning pump. Pt was unharmed by malfunction. We are countering the pt a new pump. Estimated arrival is (B)(6) 2016 at 11:51pm. Return box will be sent. Pt v/u and had no other questions. Dose or amount: 63nkm, frequency: continuously, route: IV. Dates of use: (B)(6) 2015 to present. Diagnosis or reason for use: pah.